Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer used off label insulin. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. A manual insulin injection was administered to address bg level. The customer changed the supplies to address the issue.